Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeat occlusion alerts with an infusion set, which were only resolved after changing supplies; the user had recently been switched from inset to contact detach, but a distributor error led to receipt of the incorrect infusion set type until a replacement order was issued. Symptoms included hyperglycemia up to 354 mg/dl and feeling ¿like a high.¿ outcomes included transient elevation of blood glucose for a few hours without medical intervention, hospitalization, or use of backup therapy. Investigation included review of the reported occlusion alerts and the supply change that restored delivery. Investigation of this case revealed that incorrect infusion set type from distribution contributed to delivery interruption consistent with an occlusion that resolved after the correct supplies were used. It was concluded that the event was related to an infusion set occlusion resulting in hyperglycemia, with resolution following supply correction and set change.